Manufacturer narrative:
D6, h2) device was not returned for evaluation; this follow-up report provides final investigation codes in h6. H6) based on end user provided information on the event (as given in initial MDR), investigation concluded that patient death was due to disease condition and not due to any device fault. Updated investigation codes are chosen based on this.

Event description:
Eventt desscription provided in original MDR filing 2/9/2023.

Event description:
This patient had widely metastatic esophageal cancer and his ultimate cause of death was due to multi-organ failure related to this cancer diagnosis. He was already very sick. The surgeons felt that the intraperitoneal and subcutaneous air was due to recent g tube placement but the upper gi series that was performed did not show any leak. In order to place the gastrostomy tube, we had to use the 26 fr peel-away to get the 20 fr tube in, rather than the 22 fr peel-away we usually use. This mismatch probably contributed to the air, but again, no leak was seen on the upper gi study, so I don't think this caused peritonitis. A 20 french gastrostomy tube was placed over the wire and into the stomach. Intraluminal position was again confirmed with the injection of contrast, and the gastrostomy tube balloon was inflated with 10 ml of sterile water. The patient tolerated the procedure well, without complication.

Manufacturer narrative:
From initial information, only reported sex of patient is known. From initial information, date of event or death is unknown (issue initially reported (B)(6) 2023). Model number is xeridiem part number; catalog number is exclusive distributor (cook medical) part number on label. From initial information, it is not known if the device is available for evaluation, so it has not been evaluated. Manufacture date is unknown since lot number is unknown from initial information. Health effect clinical code indicates disease state of patient for which gastrostomy tube was used; health effect impact, medical device problem code, and component code based upon initial reported information; investigation codes indicate the investigation is pending completion so a follow-up report will provide updated information when available.